Manufacturer narrative:
Follow up information received on 29-may-2015: the patient's medical history also includes: tibia fracture and an unexplained anaphylactic shock (allergological test not seen). The essure placement procedure was on (B)(6) 2010. The tubal sterilization with essure was done under rachis anesthesia. The hysteroscope was easily placed and allowed the visualization of the 2 ostia after visualization of normal uterine cavity. In the first time implant was placed on left and 3 expanded outer coils. Implant was placed on right. In the end of placement procedure, there were 4 expanded outer coils. There was no per-operatory complication. The procedure lasted for 10 minutes; the patient had minimal bleeding at the end of placement procedure. The patient was seen in consultation for vaginal induration perception on rectal touch on (B)(6) 2015. There was no particularity on mammary examination. The gynaecological examination underlined voluminous cervix with ectropion. An ultrasound was also done and showed normal results. The vaginal smear of (B)(6) 2011 was normal and of (B)(6) 2015 there were no results reported. Physician reported that essure removal was to be planned if there was data concerning anaphylaxis in literature. Follow up from 08-jun-2015: ptc (product technical complaint) result. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 09-jun-2015 for the following meddra preferred term: anaphylactic shock. The analysis in the global safety database revealed (B)(4). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced anaphylactic shock episodes. This event was considered serious due to medical importance and is unlisted according to essure's reference safety information. Anaphylaxis most often results from an immunoglobulin e mediated allergic reaction to foods, insect stings, and medications. Patient's comorbidities, such as asthma, may impact anaphylaxis severity (increased risk of death). Shock from anaphylaxis is most commonly encountered in patients with severe allergic reactions. The essure insert consists of a nickel-titanium alloy; allergic reactions to this device are more commonly related to nickel sensitivity. In this particular case, the physician was unsure about event's etiology and the patient denied nickel allergy. Nevertheless, since a positive temporal relationship between event's onset and essure insertion was mentioned by the physician and given patient's asthma as a contributory condition for the severity of her reaction (shock); causality with essure cannot be excluded based on the limited information provided. Due to the nature of the reported event, this case was regarded as an other reportable incident, as although it did not lead to death or serious deterioration in health, it might have occurred under less fortunate circumstances. Additionally, another serious event minimal bleeding at the end of placement procedure (listed and related to essure) was also reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted in 2010 for definitive contraception. Patient's medical history included tibia fracture, nodular hyperplasia and appendicectomy. Her concomitant conditions included asthma and allergy to pollen. She denied nickel allergy. According to the gynecologist; the patient had anaphylactic shock episodes. He did not know their cause but anamnesis underlined that these anaphylactic shock episodes started the year that she had been fitted with essure. Company causality comment: this medically confirmed report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced anaphylactic shock episodes. This event was considered serious due to medical importance and is unlisted according to essure's reference safety information. Anaphylaxis most often results from an immunoglobulin e mediated allergic reaction to foods, insect stings, and medications. Patient's comorbidities, such as asthma, may impact anaphylaxis severity (increased risk of death). Shock from anaphylaxis is most commonly encountered in patients with severe allergic reactions. The essure insert consists of a nickel-titanium alloy; allergic reactions to this device are more commonly related to nickel sensitivity. In this particular case, the physician was unsure about event's etiology and the patient denied nickel allergy. Nevertheless, since a positive temporal relationship between event's onset and essure insertion was mentioned by the physician and given patient's asthma as a contributory condition for the severity of her reaction (shock); causality with essure cannot be excluded based on the limited information provided. Due to the nature of the reported event, this case was regarded as an other reportable incident, as although it did not lead to death or serious deterioration in health, it might have occurred under less fortunate circumstances. A product technical analysis and follow-up information (food allergy history and concomitant drugs) are being sought.